Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the axillary artery graft to support the 71 year old female patient who had been admitted in with known coronary artery disease and plan for a high risk percutaneous coronary intervention (hrpci). She had presented in scai stage e shock, but any other cardiac or systemic comorbidities were not shared. The team failed to have the 5.5 deliver due to anatomic limitations. After multiple attempts the team removed the 5.5 and instead placed the impella cp. At the conclusion of the hrpci the anesthesia did state there was an old shunt and scar tissue that may have contributed to the delivery failure. The delivery failure will be conservatively reported for hemodynamic instability due to hemodynamic support delay during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Hemodynamic instability, stroke: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of failure to advance was most likely due to anatomic limitations and stenosis vessel condition, the patient had an old vp shunt on the right side and lots of scar tissue and impella 5.5 was not make to the turn down toward the ascending aorta. Device history review: the device passed all post sterile inspection checks.